Event description:
It was reported that pump had malfunction with unresponsive touchscreen and dimming screen. There was no reported impact to the customer¿s blood glucose level. Customer did not want to troubleshoot and declined follow-up with technical support, and no additional information was received regarding further actions or outcome of event.